Manufacturer narrative:
Block b3: exact date unknown, event occurred at the beginning of year 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6). Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial:(B)(6), batch: (B)(6).

Event description:
It was reported that the patient had inadequate pain relief. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) and leads were replaced. The patient was doing well postoperatively and the explanted devices were kept by the medical facility.